Event description:
User facility reported that while in use during an operation, the device leaked air once expanded. The user facility reported that the device required an emergency exchange. No permanent adverse effect to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.